Event description:
I have had an escalation in autoimmune symptoms over time. I was increasingly seeing the drs for my problems. I was diagnosed with sjogren's disease r/o lupus and I was struggling to treat it, as the meds made me sick, my energy dropped from working as a social worker, marathon runner and taking kids to the part to lethargy and struggling to get through the day. My hair fell out. Corneal abrasions due to dry eyes. I sought out help of a rheumatologist. Then, last summer, in (B)(6) I was mentioning this to my obgyn doc and I told him of the increasing symptoms of autoimmune disease. He mentioned that there was some evidence of essure causing autoimmune disease. I didn't know what to do with that info and so I began to discuss this with my husband. In (B)(6) 2018, I was reading (B)(6) and there was a medical column. I read it as an interesting article when the blood drained from my face because they were describing me. I was in bed on a beautiful day on a beach vacation with our children and I burst into tears. They were connecting her symptoms (and mine for the past decade) to the essure device. My ana is 1:320, ssa factor and rh factor are messed up too. I had never had contact from the MFR that this could be a problem and I had never read anything on the subject. How did we not know. I came back, met with my obgyn and after discussing it, weighing me pros and cons. I am having a hysterectomy tomorrow. They are removing my cervix, uterus and fallopian tubes. I have also heard reports since of the devices breaking up and traveling around the body or puncturing the fallopian tubes. Also, I believe I am allergic to nickel. I have never been diagnosed as such, but if I wear costume jewelry, I break out in hives. I believe the essure device has escalated my autoimmune symptoms and my allergies. I am afraid of general anesthesia as I can't remember having it before. My kids have lost out on the energetic mom I used to be. I pray that the symptoms diminished after the surgery, but who knows. The risk is too high for me to keep it in and my obgyn left it to me but said he would take it out if it were him. Therefore, I have a huge surgery that I would not otherwise need because of the symptoms connected with essure.